Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of range, low impedance measurements were identified on both the right atrial (ra) lead and the right ventricular (rv) lead. It was noted that the patient is a prisoner and had been in a fight. It was also reported that the patient is a drug addict and had been twiddling the device in hopes of causing problems so they could get some drugs. Both the ra and the rv leads dislodged. The implantable pulse generator (ipg) system was removed and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.